Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oci) was informed that during a transurethral resection of the prostate procedure was being performed and as the surgeon was cauterizing/coagulating, the high frequency - monopolar cable suddenly sparked and the tip of the cord popped out. No death, or injury occurred as the patient was unharmed by the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The subject device was returned an evaluation completed for it where the cord completely detached from the small plug (connecting to the working element side). The damage area was examined under a microscope which revealed traces of burnt, charring deposit on the internal wirings and insulation as signs of thermal damage. Also noted was a white stain on the small plug. However, the rest of the cable and generator side plug appeared to be normal. Due to the damaged cable, the device could not be tested for functionality. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was manufactured in february of 2019, the cause of the event was likely wear and tear due to improper handling. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspection and testing. Restricted service life. Do not use the hf cable after one year of use. Inspect the cable. Visually inspect the cable and the plugs for irregularities on the surface. Damaged cable. Do not use a cable with brittle or defective insulation. Replace the cable."